Event description:
During surgical procedure (de-clothing of av fistula) foot of operating table flipped upwards to approx 50 degree angle. Controls were hangling at the head of the table. No one is aware of having touched the control pad.